Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Insufficient data logs provided. The returned product passed the laser continuity test with 5s parameters within range. There was a kink in the catheter before kink protector of blue pump plug. The data logs available do not cover complaint occurrence date. The root cause of the optical signal issue was unable to be determined as insufficient data logs were provided for review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. Corrections that were made from the initial manufacturer device report number. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that a placement signal loss occurred.

Manufacturer narrative:
The investigation of hemolysis and high purge pressure has been completed. The impella device was returned for evaluation. High purge pressure: the returned product had biomaterial beneath impeller blocking the purge gap. The pump was run in the lab after soaking and high purge pressure did not reproduce. The data logs available do not cover complaint occurrence date. Logs returned are from (B)(6) while purge system blocked alarms were reported on (B)(6). Clinical mentioned console switch out was performed and tissue plasminogen activator (tpa) through purge line performed. Issue resolved. The root cause of the high purge pressure was most likely biomaterial as evidenced by the biomaterial on the returned product and the lack of issue reproduction on returned product after soaking. Hemolysis: the returned product had biomaterial beneath impeller and around impeller blades. Hemolysis was reported on (B)(6). The data logs available do not cover complaint occurrence date. Logs returned are from (B)(6) while purge system blocked alarms were reported on (B)(6). The root cause of the hemolysis was most likely biomaterial as evidenced by returned product inspection confirming biomaterial beneath impeller and by impeller blades thrombus: the failure mode was added based on the investigation findings. The root cause of the thrombus was unable to be determined due to insufficient clinical details. D6b explant date is unknown. D9 device returned to manufacturer date added. Instructions for use: impella rp with smartassist system. Section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ b2 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30082. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30082.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella rp flex placed to support the patient awaiting transplant. The pump was supporting for 17 days when the purge pressure rose. The team troubleshot by adding tissue plasminogen activator to the purge and swapping consoles. Hemolysis was observed after approximatley a month of support which prompted explant of the pump on day 29. The patient's outcome is stable.